Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable pulse generator (ipg) was unable to connect to the clinician programmer and unable to establish communication. Device was explanted and a new device was implanted a result to resolve the issue. There were no complications during the procedure and effective therapy was restored post procedure. Patient was stable.